Event description:
On 20-aug-2024 palette life sciences received a notification from a [consultant] who received it from a [physician] in the united kingdom (UK). It was reported that "[consultant] was made aware on 19-aug-2024 about a couple of potential rwis in a [hospital] in stoke, UK. [Physicians] reported that both patients are good and asymptomatic. Both patients will be reviewed on (B)(6) 2024. Issues with the injection process, and visibility lost during deployment as the patient was tense. The process stalled until the patient relaxed, then deployment continued. Because of visibility, the needle was withdrawn, and access again took place. [Physician] thought was in the correct location and 9ml was deployed. Approx 1 centimeter around mid-prostate stalled and did not go beyond. On trus no suggestion of rwi and the patient was reported as fine". Additional information received on 23-aug-2024 indicated that the two potential cases occurred in a [hospital] in stoke on (B)(6) 2024. Barrigel lot number involved: 21200-1, expiry date of nov-2025. Additional information received on 06-sep-2024 from the [consultant] indicated that "both patients have not started their radiation treatment".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
On 20-aug-2024, palette life sciences received a notification from a [consultant] who received it from a [physician] in the united kingdom (UK). It was reported that "[consultant] was made aware on 19-aug-2024 about a couple of potential rwis in a [hospital] in (B)(6), UK. [Physicians] reported that both patients are good and asymptomatic. Both patients will be reviewed on (B)(6) 2024. Issues with the injection process, and visibility lost during deployment as the patient was tense. The process stalled until the patient relaxed, then deployment continued. Because of visibility, the needle was withdrawn, and access again took place. [Physician] thought was in the correct location and 9ml was deployed. Approx 1 centimeter around mid-prostate stalled and did not go beyond. On trus no suggestion of rwi and the patient was reported as fine". Additional information received on 23-aug-2024 indicated that the two potential cases occurred in a [hospital] in (B)(6) on (B)(6) 2024. Barrigel lot number involved: 21200-1, expiry date of nov-2025. Additional information received on 06-sep-2024 from the [consultant] indicated that "both patients have not started their radiation treatment".

Manufacturer narrative:
(B)(4). Additional information received on 01-oct-2024 from the [consultant] indicated that "the patient is still asymptomatic but the radiation treatment is delayed". Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature.